Event description:
It was reported that via remote transmission, non-sustained lead noise was observed. Review of episodes revealed myopotential oversensing. Patient was asymptomatic. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.